Event description:
It was reported that a spectrum pump experienced system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and supplemental report will be submitted.